Manufacturer narrative:
There was no patient involvement. It is unknown when device broke. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that on an unknown date, the two (2) rivets from the gold piece of the aiming arm broke off and as a result, the gold piece was loose. The issue was observed during cleaning of the device. There was no patient involvement. This report is for a 130 degree aiming arm for trochanteric fixation nails. This is report 1 of 1 for (B)(4).